Event description:
A patient undergoing a robotic-to-open radical nephrectomy; for a transurethral resection of bladder tumor (turbt), large; as per the urologist: the robot docked, procedure began. The kidney surrounded by a lot of edema, desmoplastic reaction and parasitic vessels. Took extra time to obtain good hemostasis. Gonadal vein followed up until I encountered rental vein and able to clean off. Then able to see the pulsatile renal artery behind and superior to renal vein. Dissected this free, somewhat distorted due to mass effect of kidney and had to come round the mass to get at this renal artery but able to dissect it free such that a stapler could be placed across it. A 45 mm stapler was fired without difficulty, but there was immediately bleeding noted at the suture line near one corner. A second stapler was then placed across this and fired, again appearing to deploy normally, but brisk arterial bleeding was noted immediately at this point. I elected to immediately increase the intra-abdominal pressure to 20 cm of water and immediately open because of the patient's tenuous functional status. Large subcostal incision made to provide excellent exposure and pressure placed on bleeding area. While this was held, I quickly dissected out remainder of kidney, stapled across renal vein and used stapler across every area of the hilum and surrounding the kidney to make sure that anything that was being taken quickly was stapled and had adequate hemostasis so we'd only be dealing with the initial bleeding problem. There did not appear to be severe bleeding during the removal of the kidney and I was able to immediately pack this off and allow the anesthesiologist to perform fluid resuscitation and obtain blood while pressure was held on the area. Patient stabilized, kidney sent down and was high grade infiltrative cancer; could not tell if transitional cell or renal cell carcinoma. Called for vascular general surgeon due to the patient's tenuous cardiac status.as per cardiovascular surgeon; surgery start at 1330 hours undergoing robotic left nephrectomy. A stapler was fired across the renal artery and vein, at which time there was bleeding when the stapler was released. Surgeons immediately opened and packed to the abdomen. Source of bleeding was identified as the renal vein. There were also a number of unclosed, unformed staples found around the operative field. Patient remained persistently hypotensive and went into pulseless electrical activity (pea). Surgeon opened left chest and obtained all proximal control of thoracic aorta. Renal vein over sewn. Identified bleeding that appeared to come from the proximal renal artery off the aorta. A right angle clamp applied on this, packed abdomen, attempted to allow anesthesia to attempt to catch up. Intraoperative chest compressions were necessary. We had approximately 35 minutes of pea. The case was called.